Event description:
Customer reported via phone, she was having issues with the insulin pump. The b button on the insulin pump wasn't working and she had two episodes of high blood glucose. Customer's blood glucose was 456 mg/dl, treated with manual injections. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.